Event description:
It was reported that during the procedure in the non-tortuous distal left circumflex coronary artery, after purging air from the balloon outside of the anatomy during prep, a 2.0x12 mini trek rx balloon dilatation catheter was advanced without resistance, onto a non-abbott guide wire, to a moderately calcified, eccentric, 90% stenosed, de novo lesion, but the balloon ruptured during the first inflation when inflated to 3 atmospheres for 5 seconds. The trek was withdrawn without resistance, and a non-abbott balloon was used to complete pre-dilatation, followed by implantation of a 2.5x23 xience v stent. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the review, no product deficiency was identified.